Manufacturer narrative:
G2: foriegn country - canada. Review of the most recent repair record determined the rpms were out of specification on the low end, the control bar was in the correct position and the calibration was out at the 10 and 20 reading. The motor and other parts were replaced and the unit was calibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available

Event description:
It was reported that the device was hiccupping and was not consistent. The event timing was during surgery. There was a harm as an extra skin graft was taken from a different donor site as the initial graft was shredded. An additional device was used to complete the procedure. No delay was reported. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.